Manufacturer narrative:
H3: one used sample was returned for analysis. As received no physical damage or other anomalies observed. In attempts to replicate clinical use, the cassette was filled with 50ml of water using the returned syringe. During the filling process, a leak was observed on the top seam of the cassette bag (side a), and under closer inspection, an opening on the seam edge was observed. The reported issue was confirmed and the failure mode observed was leakage at internal bag seams. However, root cause analysis is being addressed under a formal CAPA investigation. No additional investigation activities are pending at the complaint level.

Event description:
The customer returned the product for a 50ml leaking cassette noticed after compounding. The leak was noticed after addition of saline and drug after airing out the cassette. During device analysis, the cassette was confirmed as leaking. There was no patient involvement.